Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that after having a coronary artery stent implanted the patient had elevated cardiac enzymes. The patient was enrolled in the (B)(4) study with stable angina pectoris and positive functional tests for ischemia. The patient's medical history is significant for angina, previous percutaneous intervention, coronary artery bypass graft surgery, hyperlipidemia and hypertension. The patient also had a 70%; de novo lesion in the mid right coronary artery, the amount of calcification is unknown. A 2.5 x 13mm cypher stent was implanted at 16atm. Post procedure, the patient's ck-mb and troponin levels were noted to be elevated. There was no indication of a myocardial infarction and the patient was discharged the day after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Cec adjudication minutes were received on (B)(6), 2011 and the following was noted: the committee agreed with the coding of arc (peri-procedural pci), for (B)(6), 2010. This event had been captured previously as an elevated cardiac enzyme event. The file will be updated to reflect a code for myocardial infarction. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that the patient suffered a peri-procedural mi. The patient was enrolled in the (B)(4) study with stable angina pectoris and positive functional tests for ischemia. The patient's medical history is significant for angina, previous percutaneous intervention, coronary artery bypass graft surgery, hyperlipidemia and hypertension. The patient also had a 70%; de novo lesion in the mid right coronary artery, the amount of calcification is unknown. A 2.5 x 13mm cypher stent was implanted at 16atm. Post procedure the patient's ck-mb and troponin levels were noted to be elevated. This has been adjudicated to be an mi event. The patient was discharged the day after the procedure and dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
A 2.5 x 28mm cypher stent failed to cross the target lesion and the patient had elevated enzymes at discharge. The patient was enrolled in the (B)(4) study with stable angina pectoris and positive functional tests for ischemia. The patient had a 70%, de novo, type b1 lesion in the distal circumflex. A 2.5 x 28mm cypher stent was selected to treat the lesion, however, it failed to cross. In addition, the patient also had a 70%, de novo lesion in the mid right coronary artery. A 2.5 x 13mm cypher stent was implanted at 16atm. Post procedure the patient's ck-mb and troponin levels were noted to be elevated.